Event description:
Tourniquet cuff failed to maintain pressure, resulting in loss of compression. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed tube to port separation.